Manufacturer narrative:
(B) (4).

Event description:
The pt didn't recharge their implantable neurostimulator for weeks to months. They used the antenna locate feature, initiated recharging, and saw a power on reset screen. There was good recharge coupling. Pt was advised to charge their device and clear the power on reset condition using the pt programmer. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.